Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the needles were dull, causing more blown sites. Blood traveled through the entire set immediately after vein puncture. The needle had to be retracted very quickly, often leading to blown sites, and blood frequently leaked from the port onto the patient, bed, and floor worse than the protective plus series, with some applicators dislodging. There was a patient involvement, no patient injury was reported.